Event description:
Device was explanted. Reason for explant was diaphragmatic stimulation.

Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.